Event description:
Additional information was received that the event occurred at the beginning of the procedure. It was reported that the physician noticed immediately when the item broke and removed piece right after. There were no further reports of patient harm. This supplemental report is being submitted to provide additional information. Updated fields: a2, a3, a4, a6, b5.

Event description:
It was reported that during an unknown therapeutic procedure, the subject device broke off inside the patient. The broken piece was successfully retrieved. The procedure was then completed with a similar device. There were no further reports of patient harm.